Event description:
It was reported that a pt who received a vena cava filter 7 months previously due to a confirmed dvt after spinal surgery, came to the ER complaining of shortness of breath and chest pains. After a cardiac catherization, which was normal, and a CT, it was noted that the pt had a pericardial effusion and an upper arm of the filter was located in the right ventricle of the heart. A paracentesis was peroformed. The filter arm was removed via a medial sternotomy. In a subsequent procedure, the filter was removed from the vana cava. The pt is currently fine.